Event description:
It was reported that the numbers on the customer's insulin pump were continuously scrolling when she would try to deliver a bolus and then the buttons stopped working entirely. Her blood glucose level was 146 mg/dl. The customer stated she also received a failed battery test alert, followed by a button error alarm, after she changed the battery, following the scrolling keypad issue. She was advised to discontinue use of the pump and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.